Manufacturer narrative:
Additional information to b2, b3, b5, b6, b7 and h6 b5: upon follow up, it was reported that the cause of peritonitis was due to break in aseptic technique which was described as "due to poor handling". The peritonitis was manifested by abdominal pain, fever, and cloudy effluent. On an unreported date, the patient was treated with vancomycin, gentamincin and ciprofloxacin (doses, routes and frequencies were not reported) for peritonitis. Thirty days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.